Manufacturer narrative:
Result: cracked footboard panels. Popped-out/missing scale and bed exit modules.

Event description:
It was reported by service report that the footboard was damaged, and the scale and bed exit modules were missing. No pt involvement or adverse consequences were reported.